Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain. After review of medical records, the patient was revised for failed right hip replacement, adverse metal reaction. Operative notes reported corrosion build up around the trunnion but no gross damage. Similarly there was corrosion behind the metal liner, but no gross damage to the inside of the socket. Intraoperative findings, large brown fluid collection with some brownish synovial changes. Doi: (B)(6) 2009; dor: (B)(6) 2018; (right hip).